Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vicm5_13.2 -8.50 diopter implantable collamer lens was implanted into the patients right eye (od). On (B)(6) 2023 the lens was explanted due to low vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
A1: pr0018008180. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found optic deformed and haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).